Manufacturer narrative:
A specific root cause could not be identified. It was noted that the sample centrifugation time used by the customer may not have been long enough.

Manufacturer narrative:
The phone number provided was (B)(6). City: (B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (ths stat). The result was not reported outside of the laboratory. The initial ths stat result was 4.96 pg/ml. The sample was repeated twice with results of 346.3 pg/ml and 354.2 pg/ml. There was no adverse event. The troponin t hs stat reagent lot number was 187548. The expiration date was not provided. It was noted that the last calibration was performed on (B)(6) 2016 which is not within the recommended time frame when using the same reagent lot.